Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to a right ventricular lead dislodgement and oversensing. A lead revision was performed and the lead was explanted and replaced. This device remains in service. No further adverse patient effects were reported.